Event description:
Per the ahus sales ae: "they are having issues using the universals during an eeg procedure in the operating room. The eeg tech claims when the new pumps are used they cause so much rf interference it alters the results being displayed. Placing the older trio back in place eliminates this issue. So far, on-site electrician hasn't found anything that would be causing this."

Manufacturer narrative:
This report is being filed under exemption ((B)(4)) by arjohuntleigh, inc. On behalf of the manufacturer (getinge ((B)(4)). Additional information will be provided upon conclusion of the manufacturer's investigation.